Event description:
The customer reported her blood glucose reached 502 mg/dl less than 2 days after the pod was activated with 2+ ketones. The pod was removed and she noticed a soft bent in the cannula. She was able to activate a new pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.